Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2015 with the following findings: a review of the black box revealed multiple power on reset (por) events. The returned battery cap and cartridge cap were used to complete the investigation. The battery compartment was found to be cracked at the threads on the side and at the case seal. The battery compartment was found to be leaking during a leak test. There was moisture corrosion observed in the battery compartment and on the battery cap. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. There were no power interruptions that occurred during investigation and the reported ¿power¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no moisture ingress or any intermittent conditions found to the power pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The battery compartment reportedly was cracked and there was moisture and corrosion in it. There was no indication of damage to the battery cap, however, the yellow o-ring was visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.